Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Additionally it was reported that the customer experienced an undefined low blood glucose (bg) level. Bg was "low" per continuous glucose monitor readings and was addressed by consuming "glucose liquid." Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.